Manufacturer narrative:
The device was returned with a damaged cannula. The end of the soft cannula was flattened, and a small hole was found in the cannula. During the investigation, insulin was observed exiting the hole in the soft cannula. The case description does not mention damage to the soft cannula, so it is unclear how or when the damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
Not applicable as the event is not reportable.